Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error. The motor drive cap was out of position. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform displacement test, basic occlusion test and occlusion test or verify motor error alarm due to broken reservoir tube lip. However, unit passed rewind test, prime test and excessive no delivery test. Motor passed motor test. Unit had minor scratched lcd window, broken battery tube threads, missing reservoir tube o-ring, cracked reservoir tube, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.